Event description:
Product analysis was completed on the suspect generator. The reported ¿increased seizures¿ is outside of the scope of the pa lab; however, proper vns function was established. The device output signal was monitored for >24 hours with no variation in the delivered output. Comprehensive electrical testing, including sensing testing, showed that the generator performed according to all specifications. There were no performance, or any other type of adverse condition found with the pulse generator. No additional relevant information has been received to date.

Event description:
The explanted generator was received by the manufacturer and is pending completion of product analysis.

Event description:
It was reported that the patient's photo sensitivity seizures have gotten worse and that it is being questioned whether the autostim is functioning properly. The patient's mother reported that they replaced the generator for this reason. The explanted generator has not been received into analysis to date. No additional relevant information has been received to date.